Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for blood glucose levels over 700 mg/dl. Prior to the event, the customer had lost the battery cap, and had been managing his blood glucose levels with injections. Advised that a battery cap would be sent to the customer. Nothing further was reported.